Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 200 low displayed black screen with no error message while emitted a beeping noise. After rebooting, the screen changed to blue and prompted for a password. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black with no error displayed. A technical support specialist (tss) followed the knowledge article station boots to blue screen/app does not auto-launch, remotely accessed the device, performed the required troubleshooting steps, and confirmed that the device returned to normal operation. The system functioned as intended after the technical support specialist troubleshot the device.